Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the ventilator produced the post (power on self test) inhalation autozero test failure. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the motor controller and data acquisition board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 25jul2020. B4: (B)(6)2020 a mc pcba (motor controller, printed circuit board assembly) and a da pcba (motor controller, printed circuit board assembly) were returned for analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the reported complaint could not be confirmed. No failures were identified with either board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12aug2020 b4: (B)(6) 2020 h11: b5: the customer reported that the ventilator produced the "post (power on self test) inhalation autozero test failure" diagnostic code and shut down. H11: h6: patient code: the device was being used for treatment but there was no patient involvement/harm when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. H11: h6: patient code: the device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.